Event description:
It was reported that erosion of the skin was observed. The lead was replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.